Manufacturer narrative:
The explanted products were not returned to boston scientific. Should additional information become available this event will be updated and an amended report submitted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator, right ventricular defibrillation lead, and left ventricular lead were removed due to infection. No additional adverse patient effects reported.